Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall, the patient's leads had migrated and ipg was flipping in the pocket causing pain and the leads to pull into the pocket. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the leads and ipg were explanted and replaced. Therapy was restored post-surgery.